Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; five events were confirmed during testing. Four devices were found to be affected by corrosion or contaminant on the safety bar. One device was found to be affected by a worn e-box. Five devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had unintentional activation. Seven reported events had no patient involvement; no patient impact. Three reported events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; four events were duplicated during testing. Two devices were found to be affected by wear to the e-box. One device was found to be affected by debris. Two devices were found to be affected by damage/wear to internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device had unintentional activation. Seven reported events had no patient involvement; no patient impact. Three reported event had patient involvement; no patient impact.